Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that the rv lead was broken. The physician was dr. (B)(6) at (B)(6) children's hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).